Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported difficulties could not be confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that there were no issues with preparation of a nc trek balloon dilatation catheter (bdc) and the protective sheath was removed without resistance. During a non tortuous, non calcified obtuse marginal stenting procedure, a xience xpedition stent was implanted successfully and for routine post-dilatation a nc trek bdc was advanced without difficulties and inflated one time with 50% contrast/50% saline at 16 atmospheres without difficulty. The balloon was deflated without issue and pulled negative twice for 30-40 seconds. The bdc was removed and as it was coming through the non-abbott guide catheter (gc), there was resistance felt; therefore, the bdc and the gc were removed together as one unit. Upon removal the balloon seemed to have large wings indication a refold incident. The bdc was pushed to exit the end of the gc and the tip with the bdc was cut. The bdc was removed from the gc and the same gc was re-inserted and successfully used to complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.